Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase on it impedance measurements, with the impedance measurements still within range. Technical services (ts) was consulted and discussed stored data as well as programming options. At a later date, this rv lead was capped and surgically abandoned due to a product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.